Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who went onsite and performed tests with simulator. The fse found a lack of atrial fibrillation (fa) alarm display. The fse checked the option status by finding the missing c01 option present on the x3. During the upgrade from the previous revision, the c01 option did not follow the change. Based on the results of the analysis, the cause of the reported problem was the configuration. The issue was resolved by adding the option on the x3, all of the mx700s, the two new mx450, and the mx100. The fse successfully checked the systems.

Event description:
It was reported that there was no yellow atrial fibrillation (fa) alarm signaling following an upgrade in (B)(6) 2025. The device was in use on a patient at the time of the event. There was no adverse event reported.